Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the manufacturing representative was wanting to reset the orientation because it was not reading correctly. The patient had a revision about a month prior to the date of this report to reposition the implantable neurostimulator (ins) because it was too mobile in the pocket. The caller was assisted in resetting the orientation using the clinician programmer. Additional information was requested but had not been received as of the date of this report.